Event description:
Intravenous tubing snapped apart at luer lock attachment of extension set. Portion of tubing broken off inside extension set. No specific action identified causing the episode: pt reported mildly moving arm and hearing a click.